Event description:
It was reported that a smiths medical cadd solis vip 2120 pump had a dsl error. No adverse patient effects were reported.

Manufacturer narrative:
Returned device was received in good physical condition. No evidence of reported problem in event log was found. During the evaluation of the device, no evidence was found for the customer's reported issue however, a different issue was found. An air bubble was found in the downstream occlusion sensor seal cover. The downstream sensor will be replaced to resolve this other issue. The device history record was reviewed and showed that this device met all manufacturing specification for product released for distribution. No issues were identified that would have impacted this event. Device manufacture date corrected as new information came on the correct serial number.